Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while infusing an unspecified fluids the user noted a leak from a cracked on the male luer. The event occurred in the nicu. Although several attempts made there are no other event details provided at this time.

Manufacturer narrative:
The customer¿s report of a cracked male luer was neither confirmed nor replicated. No anomalies or cracks were identified on the set during visual or magnified inspection. Functional testing was performed; no cracks or leaks were observed on either smartsite valve. The cause of the reported failure was not determined..